Manufacturer narrative:
Additional information: device evaluation: visually confirmed -03 peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the nose of the -03 peek upper component. Implant as-received with -03 peek component raised slightly above the nose of the implant. Optical and microscopic examination of the implant identified very light surface marks on the peek scallop features of the -03 peek component, consistent with axial loading of the -03 peek component during attempted intra operative insertion and subsequent fracture of the implant. It was also noted that in its as returned state the screw that expands the spacer was not fully closed. If the spacer is attempted to be installed in this position the likely hood of the ears being broken increases. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l3/4 due to lumbar spinal canal stenosis. Intra-op, the connection part of peek part and titanium part of the cage was found to be broken. Fragments remained inside the patient. No patient complications were reported as a result of this event .